Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x32 synergy ii drug-eluting stent was selected for use. During unpacking, when the physician took the stent out of the box, a few stent struts were raised up. The procedure was completed using a new stent. No patient complications were reported.